Event description:
Suture needle broke when closing right knee; unable to find needle on 1st wound exploration. Flat plate obtained, located needle, removed needle. Another flat plate x-ray obtained. No further needle seen, and final count correct with broken needle matching up. Orthopedic surgeon stated, "it was the number zero stratafix needle. Sometimes with tough skin the needles will bend when they are held in the normal position near the back of the needle as you pass it through. This one had bent a few times and broke off within the skin layers on a subsequent pass. I don't necessarily think it was defective, but I think they could make the needles stronger."